Event description:
Same case as MDR ID 2134265-2015-02622. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2011, the patient was referred for cardiac catheterization which revealed 2 target lesions. Target lesion #1 was a de-novo bifurcated long lesion located in the proximal left anterior descending (lad) artery extending to mid lad with 80% stenosis and was 7 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct stent placement using a 2.50x8mm promus element ¿ stent proximally overlapping with a non-study stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was an in-stent restenosis of a previously placed unknown stent located in the mid right coronary artery (rca) with 75% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct stent placement using a 3.50 mm x 16 mm promus element stent with 0% residual stenosis. Additionally, a non-target lesion located in 1st diagonal was treated with balloon angioplasty. Two days post-procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the site reported that the patient died. The cause of death is unknown.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2011, a 2.75x16mm taxus element non-study stent was implanted in the proximal to mid lad overlapping the 2.50x8mm promus element stent in the mid lad. A grade c dissection occurred in mid lad. Kissing balloon technique was performed with 0% residual stenosis. Adjudication added that stent thrombosis occurred in (B)(6) 2014.

Event description:
Same case as MDR ID 2134265-2015-02622. (B)(6) clinical study. It was reported that the patient died. In (B)(4) 2011, the patient was referred for cardiac catheterization which revealed 2 target lesions. Target lesion #1 was a de-novo bifurcated long lesion located in the proximal left anterior descending (lad) artery extending to mid lad with 80% stenosis and was 7 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct stent placement using a 2.50x8mm promus element ¿ stent proximally overlapping with a non-study stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was an in-stent restenosis of a previously placed unknown stent located in the mid right coronary artery (rca) with 75% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct stent placement using a 3.50 mm x 16 mm promus element stent with 0% residual stenosis. Additionally, a non-target lesion located in 1st diagonal was treated with balloon angioplasty. Two days post-procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the site reported that the patient died. The cause of death is unknown.

Manufacturer narrative:
Patient identifier updated. Date of birth: (B)(6) 1928. (B)(4).

Manufacturer narrative:
(B)(4).